Event description:
It was reported that following ER admittance and "ohs" for coronary artery bypass graft, the pt received a bedside platelet transfusion through the device and immediately fell unconscious. The pt's blood pressure bottomed out, the transfusion was discontinued and the pt's blood pressure recovered.